Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blood back issue. There was no patient harm reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the intra-aortic balloon pump (iabp). The stm inspected the iabp and found no evidence of blood or fluids inside the unit. The pneumatic module assembly (0997-00-1178) was replaced as a precautionary measure. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).